Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016 into the arm. The animas vibe user's guide states: sensor placement is not approved for sites other than under the skin of the belly (abdomen). It was reported that the patient was under 18 years of age. The animas vibe user's guide states: when used together with the dexcom g4 continuous glucose monitoring (cgm) system, the animas vibe insulin pump provides both continuous insulin delivery and continuous glucose monitoring in persons (age 18 and older) with diabetes. Patient's mother stated that the inaccuracies was a 150 point difference. At the time of contact, no injury or medical intervention was reported.